Manufacturer narrative:
The device was not received for evaluation. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. The device meets requirements for electrical and safety standards as outlined in the user guide. The user guide contains a precaution to verify the fluid warmer and power cord show no sign of external damage prior to use. If the unit is damaged, follow the product return procedure described in this manual. It warns to plug the warmer into a properly grounded outlet and describes connection for the power cord from a grounded power outlet to the back of the warmer. Per the user guide, proper electrical hookup in full compliance with all applicable codes and device specifications must be maintained.

Event description:
A report was received on 28 jul 2024 from a 38 year old female patient with a medical history including end stage renal disease, who stated the fluid warmer caught on fire during a home hemodialysis treatment on (B)(6) 2024. Additional information was received on 02 aug 2024 from the home therapy nurse (htn) who stated there was no adverse impact to the patient or operator.